Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient notifier. Upon interrogation, an alert for high, out of range high voltage lead impedance was observed. The data suggested that the impedance measuring pulse was not a large enough voltage to get to the can without a high resistance. Clearing the alert and monitoring the patient were recommended.